Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise that was reproducible with isometrics in the clinic. The device was reprogrammed to ddi and the lead was explanted. During explant an insulation anomaly was noted on the lead.